Event description:
Customer reported the system is displaying an error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and instructed customer on how to avoid inadvertent pressing of fast stop switches. (B) (4).